Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels. The customer's blood glucose level was 105 at the time of the call. The customer was hospitalized twice for the issue. The customer did not provide information of the hospitalization. The customer stated that the insulin pump delivers insulin faster than normal. The customer was treated for the low blood glucose with soda. The customer sent the product back for analysis.